Event description:
It was reported that the device had a system error after the clinician gave a bolus pca dose. The event occurred on (B)(6) 2022 in the pediatric intensive care unit (picu). There was patient involvement, but impact is unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.